Event description:
Father of patient stated patient was hospitalized from (B)(6) 2019. Father stated patient was diagnosed with diabetic ketoacidosis. Father stated patient ran out of v-gos, called hcp for advice and that hcp advised going to the ER to receive further care.